Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was exhibiting failure to capture. No changes or intervention was reported. There were no patient consequences.